Event description:
It was reported that during a lap gastric bypass procedure, smoke was coming from the tissue pad. Another device was used to complete the procedure. No pt consequences were reported.